Event description:
It was reported to tyco healthcare/kendall in '08 that a customer had a problem with a dialysis catheter. The customer reported that a dialysis catheter had a cracked adapter. The catheter was continuously used for dialysis. The pt eventually suffered from an infection, and the catheter was exchanged.

Manufacturer narrative:
Customer reported that this was a palindrome dialysis catheter. An investigation is currently under way. Upon completion the results will be forwarded.